Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of ?reservoir ruptured? Could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem of "ruptured reservoir". The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one half day infusor device had ruptured during filling. According to the report, the device was being filled with an unknown narcotic drug. During the end of filling, the reservoir ruptured. There is no patient involvement. No additional information is available.